Event description:
A caregiver reported that the customer obtained unspecified higher readings from the freestyle libre 2 sensor. The customer began to feel hypoglycemic and was taken to the hospital where they were administered unspecified treatment. The caregiver was unable to provide any treatment details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh005nayem has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the sensor ear. The plug was seated correctly and therefore the damaged sensor ear did not cause the customer complaint. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer obtained unspecified higher readings from the freestyle libre 2 sensor. The customer began to feel hypoglycemic and was taken to the hospital where they were administered unspecified treatment. The caregiver was unable to provide any treatment details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the customer obtained unspecified higher readings from the freestyle libre 2 sensor. The customer began to feel hypoglycemic and was taken to the hospital where they were administered unspecified treatment. The caregiver was unable to provide any treatment details. There was no report of death or permanent injury associated with this event.